Event description:
Patient went into ventricular tachycardia during procedure. Defibrillator charged appropriately, but would not shock. Took approximately 20 seconds before it eventually shocked the patient.